Event description:
Reporter indicated that patient has experienced gastrointestinal problems since being implanted with the vns therapy system. The patient experiences diarrhea and stomach cramping. It was reported that the patient's current generator was programmed to off and that the patient is no longer experiencing the stomach problems with the device programmed off. The patient's surgeon reportedly indicated that the patient could be having stomach seizures. Irritable bowel syndrome has also been considered as a possible cause of the patient's stomach problems.